Event description:
It was reported that high lead impedance was received on a vns patient and was referred for lead replacement surgery. The treating neurologist referred the patient for lead replacement and possible generator replacement as the unit had been implanted since 2008. Further information was received from a company representative indicating the patient underwent generator and lead replacement surgery as scheduled. Follow-up with the treating neurologist revealed the high impedance was received in system diagnostics on (B)(6) 2010 and the last known diagnostics were from (B)(6) 2010. There was no reported patient manipulation or trauma that could have had contributed to the high lead impedance and no x-rays were taken. Good faith attempts to obtain the explanted devices returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.